Event description:
Note: the date of event is unk. Note: this report pertains to the first of two reported malfunctions which occurred during the event. It was reported to boston scientific corporation that an endovive standard peg kit was used in a peg placement. According to the complainant, the guidewire would not go through the transition zone. This device was replaced with a second endovive standard peg kit. Refer to MFR report #3005099803-2008-07271 for details regarding the second device.

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.